Event description:
Complaint alleged that the head section would not go up. The head would not go up above 30 degrees. No alarms.

Manufacturer narrative:
Technician found the bed in bed shop. Found- the head section was all the way down and would not go up. The head would not go up above 30 degrees. No alarms. Head section would not go up with electrical or manual controls. The battery led was lit. Cause- the head up valve was stuck. Replaced the head up valve to resolve this issue.